Manufacturer narrative:
A lot history review was performed. The device was not returned but medical records were provided and reviewed. The medical record review allege that the meridian filter was deployed due to dvt/pe and the filter was successfully deployed in the infra renal ivc. Approximately five months post deployment, kub scan revealed that the filter was tilted. Following month, an unsuccessful retrieval attempt was done. It was noted that the filter was migrated. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly migrated, tilted, and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year old female, weight was not provided.